Event description:
On 11/18/99, in or, while dr was using a double-pronged retractor during hip surgery, one of the tips broke off (pencil lead size). This instrument is used during hip surgery to dislocate diseased hip, then forcefully pressed against metal implant to place new hip. During this forcing into tight area, snap was heard, tip noted missing from instrument. X-ray done with c-arm - foreign body noted. Dr was unable to locate it to remove it, stated it will not cause any harm. It was left in pt. The instrument #2176-10, manufactured by depuy ortho technology, inc was removed from svc and will be replaced. Instrument was purchased in 1993. A written report will be sent to the MFR and the retractor will be sent to them upon receipt of a signed release form. There had been no previous problems with this retractor. Report sent to MFR.